Event description:
The patient experienced progressive precordial chest discomfort and profound shortness of breath with minimal activity suggestive of angina and had high risk factors for coronary artery disease (cad). Base on this a diagnostic left heart catheterization case was performed. The procedure was considered a clean catheterization and no indication of dissection was present. During the patient follow up visit to the doctor the patient experienced leg pain, resulting in a catheterization performed on (B)(6) 2014. This catheterization showed lower extremity arterial studies suggesting a lesion in the right external iliac or femoral. The angiogram findings showed right of the common femoral appeared to have a healed dissection. This healing cause d 90% or greater stenosis. The patient has been scheduled for surgical repair.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause of the dissection, based on available information, is unknown as it cannot be definitively determined.